Event description:
It was reported that during an unknown procedure that the clips would not advance. Some clips were released, but the instrument got blocked. Another like instrument was used. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. The anti-backup was noted to be damaged. The mfg records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.